Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 4217 joules (within 30 seconds). The procedure was completed with a second fiber. The pt outcome was reported as "great". Neither the pt nor the end user experienced any injuries as a result of this event.